Event description:
The technician alleged the side rail will not stay up. No patient impact.

Manufacturer narrative:
The technician found the side rail has a broken weld. The technician replaced the side rail to resolve the issue.